Event description:
Customer admitted to hosp for high blood glucose. Customer was vomiting. Trouble shooting was performed. The insulin concentration, basal rates, times, bolus history, alarm history and all programming are correct. In addition, a fixed prime test with reservoir in pump was completed and insulin exited. Customer had a clamp. Performed hp test and pump alarmed within 5u.